Event description:
During a review of information related to the clinical trial, we discovered that the patient experienced a pericarditis tamponade which resolved four days later. No further information provided.

Manufacturer narrative:
We were unable to perform a product analysis as no device was received. Directions for use and device history records for devices shipped to the hospital within the six months proceeding the procedure date will be reviewed, and follow up report will be submitted. Related to MDR 2953184-2008-00054, 2953184-2008-00081.